Event description:
Complainant received a hip implant in 1999. They did not recall the exact date of the surgery. The complainant said it never healed properly. Complainant has constant pain, there is a clicking sound in the hip and a grinding feeling. Complainant obtained their medical records from the hosp where the implant was done and provided info regarding the implant size, product no, etc. Complainant had previously determined that the ceramic head hip joint is under recall by the MFR. The physician who implanted the device has been difficult to deal with and does not return their calls. The complainant last saw the dr about 2 1/2 weeks ago. He x-rayed the hip and said it was ok. Complainant informed him of the recall but he did not discuss it with them. The complainant is in a lot of pain and believes the implant should be replaced. Failure to heal and constant pain.